Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the district nurse that the urine was bypassed in the catheter which was green. It was noted that the catheter balloon was deflated twice. It was also stated that the patient was taking prophylactic nitrofurantoin antibiotics for approximately 6 months for recurrent urinary catheter infection. The catheter was in the patient for 8 weeks.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported by the district nurse that the urine was bypassed in the catheter which was green. It was noted that the catheter balloon was deflated twice. It was also stated that the patient was taking prophylactic nitrofurantoin antibiotics for approximately 6 months for recurrent urinary catheter infection. The catheter was in the patient for 8 weeks.